Event description:
Additional information indicated that surgical intervention was undertaken wherein the entire scs system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096206.

Event description:
It was reported that patient's device was unable to enter MRI mode and programmer displayed error message "MRI is not advised. There may be a problem with the implanted leads." Lead diagnostics showed high impedances on contacts 9-16. Surgical intervention may be undertaken to address this issue.